Event description:
The customer contact reported a delay in critical therapy following a leak. The tubing set was being used to deliver an unspecified concentration of amiodarone. After an unspecified length of time in use, it was reported that the tubing set leaked, "from an unspecified location on the cassette and the tubing set would not pump." The tubing set was replaced and the therapy was resumed. Although there was the potential for serious injury, there was no reported adverse patient effect. No medical interventions were reported. Though requested, the customer declined to provide any additional information.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).